Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced low blood glucose level. Customer blood glucose level at time of incident was 48 mg/dl. Customer current blood glucose level was 166 mg/dl. The customer was treated with food or glucose tablets. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer believed that insulin pump was over delivering due to low blood glucose and insulin pump passed displacement verification test. Customer was assisted with troubleshooting for low blood glucose. The device will not be returned for analysis.